Event description:
The technician alleged that the head hi/low was drifting down slowly. No pt impact.

Manufacturer narrative:
The technician cleaned the hi/low head drive brake to resolve the issue.